Event description:
It was reported that the settings on the external pulse generator would not change. The generator was sent in for repair. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Setting would not change due to encoder flex not being inserted. Encoder flex is out of specification. Pins of the rate control knob were bent. Upper case and side bail covers are broken. Ring is bent and keyboard is scratched.